Event description:
It was also reported that the patient had a severe fall seven months prior and fractured their arms and rib cage. No problems had been seen on subsequent follow-up checks of the device. It was reported that approx. 6 month after a severe fall fracturing arms and rib case, a patient was admitted to the hospital due to several shocks. The physician observed 12 inappropriate shocks from egm records. Vv internal record was seen 2932 and lia was not loaded. At the last period the lead impedance increases to around 600-700 ohms. (Normally rv pacing lead measures 400-500 ohms) physician observed noises and turned-off all detections. Patient is hospitalized for a lead revision.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed, and there were 21-ventricular non-sustained ventricular tachycardia episodes of less than or equal to 210 ms on (B)(6) 2013. Four ventricular fibrillation (vf) episodes of less than or equal to 200 ms average v-cycle occurred on (B)(6) 2013. Daily pace impedance trend data shows an increase for ventricular pace of 432 to 1184 ohms peak between (B)(6) 2013. Ventricular short interval count v-sic of 2932 counts occurred in 1.86 days between 22-(B)(6) 2013.

Event description:
It was reported that the patient had several inappropriate shocks observed by emergency room physician and on interrogation the right ventricular (rv) lead was seen to have oversensing and noise. A rise in the impedance was also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.